Event description:
Customer's parent called lfs in 2002 alleging the customer's fasttake meter was reading inaccurately low. Customer's parent provided the following info in 11/2002: parent stated that the customer's 14 day average was 114 mg/dl and that it was a reflection of the readings they have been getting when testing self. On friday morning, the customer tested at 8:58 am with a reading of 103 mg/dl. Customer was having symptoms of kussmaul breathing, which is rapid, deep, labored breathing, a symptom of ketoacidosis and other hyperglycemic symptoms. Customer retested at 10:56 am and obtained a reading of 155 mg/dl. Customer still had symptoms of kussmaul breathing. Customer's parent took them to their physician and the md tested their blood sugar on md's meter and obtained a reading of 397 mg/dl. They then tested on the customer's meter and obtained a reading of 197 mg/dl. The doctor told them to go directly to the hospital. They did and were immediately admitted to a nursing floor and given an insulin drip with a diagnosis of dka (diabetic ketoacidosis). Customer's remained in the hospital for 3 days and released. The customer's parent did not have supplies to troubleshoot the meter. The customer service rep agreed to replace the meter for the customer's convenience. The customer does have a back up meter to use as well.